Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a pt. There was no pt harm or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse found loose display cable connections. The cable connection was reconnected. The ventilator passed all testing.